Event description:
Doctor took the eon 8, 132 and tried to place the 13 spacer at the end of the stem. The hole at the bottom of the stem was too big and would not take a spacer, he tried another spacer and still no luck. This was a bipolar.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.visual, dimensional and functional analysis could not be performed as the device was not returned.the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Doctor took the eon 8, 132 and tried to place the 13 spacer at the end of the stem. The hole at the bottom of the stem was too big and would not take a spacer, he tried another spacer and still no luck. This was a bipolar.